Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Blocks f10 and h6: problem codes of 2907 and 3165 capture the reportable event of detached dart remained inside the patient. Block h10: examination of the returned capio slim device found that the device does not have any visual failure and during functional test, the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues; consequently, not confirming the reported complaint. The investigation concluded that the most probable cause for this event is no problem detected as analysis of the returned device showed no evidence of either the alleged issue or any defect that could have contributed to the event reported.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an sacrospinous ligament suspension procedure performed on (B)(6) 2019 . According to the complainant, during the procedure when deploying the device, the dart detached from the suture. Reportedly, the dart was not retrieved and was left inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure when deploying the device, the dart detached from the suture. Reportedly, the dart was not retrieved and was left inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.